Manufacturer narrative:
The customer reported of getting sawtooth waveforms for about 3 to 4 seconds intermittently and it would affect entire sections of the central nursing station (cns) at the same time. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of getting sawtooth waveforms for about 3 to 4 seconds intermittently and it would affect entire sections of the central nursing station (cns) at the same time. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported they were getting sawtooth waveforms for about 3 to 4 seconds intermittently and it was affecting entire sections of the central nursing station (cns) at the same time. No patient harm or injury was reported. Investigation summary: the customer was not onsite during the call. Nihon kohden technical support (nk ts) suggested a reboot of the network switches as a troubleshooting measure. During a follow-up, the customer stated the issue was resolved, but then later contacted nk ts via email stating the issue returned at night. Nk ts requested clinical (cits) assistance and performed troubleshooting. The biomedical engineer (bme) and onsite facility personnel completed server upgrades, which resolved the issue. The root cause is determined to be due to the facility's network environment. A review of the serial number history showed no recurrence of the reported issue.

Event description:
The customer reported of getting sawtooth waveforms for about 3 to 4 seconds intermittently and it would affect entire sections of the central nursing station (cns) at the same time. No patient harm was reported.